Event description:
Dialysate flow pump on dialysis machine quit functioning during a pt treatment. The treatment had been in progress for 40-45 mins. The treatment was discontinued. The pt had no ill effects. The physician was aware.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: telemetry failure, none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.